Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Health effect - clinical code - f1005 overdose.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient was receiving high readings on the display device (no value specified). The patient's tandem pump delivered correction bolus based on the high reading. The patient was asymptomatic. He did not confirm the reading with a bg fingerstick. While at a store, the patient passed out. Staff called the sister, and the sister called an ambulance. Upon arrival, emergency medical service checked the bg which was 42 mg/dl while the reading was high (no value documented). At 1600, the patient was transported to the hospital where the hypoglycemia was treated with unspecified IV fluids. While in the hospital, the reading continued to read high (377 mg/dl) and the patient could not recall the bg values. The patient was discharged at 2100 after the bg stabilized. There was no documentation of additional medical evaluation or intervention for hypoglycemia. At the time of the report, the patient was tired but stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Product was provided for investigation; an external visual inspection was performed and passed however, investigation of provided product cannot confirm or disconfirm the allegation or determine a potential root cause. The customer complaint is undetermined as probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Product was provided for investigation; an external visual inspection was performed and passed however, investigation of provided product cannot confirm or disconfirm the allegation or determine a potential root cause. The customer complaint is undetermined as probable cause could not be determined. No additional patient or event information is available.